Event description:
Boston scientific crm received information that one of this patient's leads was exhibiting impedance measurements greater than 2500 ohms and no capture at maximum device outputs. The patient has a boston scientific pacemaker and right ventricular lead with a competitive atrial lead.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Customer did not have information regarding the compact plus system.

Event description:
Customer reportedly received result of 398 mg/dl on the mobile system and 125 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.